Manufacturer narrative:
G4:23sep2020. B4:18dec2020. The bench repair engineer evaluated the unit. The unit has watchdog test failed error logged several times in the significant event logs. Run unit many days and power cycled many times, but could not duplicate the watchdog test failed error. The cpu board was replaced to address the reported error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jul2020.

Event description:
The customer reported that when they started the vent, it alarmed with a watchdog test failed error. The customer contacted product support and was advised to start the unit in diagnostics and it reset the watchdog test failed error. The customer reported after a diagnostic start could not duplicate the watchdog test failed error. Product support advised the customer to perform flow testing and if that does not pass to replace the flow sensor. Other wise advised to replace the cpu board. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 25jun2020. B4: 06jul2020. Field service engineer (fse) stated that the customer decided to send the unit in the service center for repair. The (fse) did not evaluate the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:04feb2021, b4:08feb2021. Failure analysis on the returned cpu board shows that the cpu board was tested and no failures were identified. The watchdog test failed error could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.